Event description:
The patient was implanted with an afx bifurcated stent graft (bsg), afx vela suprarenal extension, and afx vela infrarenal extension for the treatment of an abdominal aortic aneurysm on (B)(6) 2015. It was reported approximately nine years and eight months post index procedure during a recent routine follow up the computed tomography (CT) revealed a type iiib endoleak at the bifurcation of the afx bsg. On (B)(6) 2025 the physician elected to reline the afx stent graft system with an alto main body and ovation ix iliac limb. The type iiib endoleak was excluded and the intervention was successful. The patient is stable.

Manufacturer narrative:
The devices involved in this event (stent grafts) will not be returned for evaluation and remain implanted in the patient. The delivery system will not be returned as it was discarded. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. The clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak is unconfirmed. The additional endovascular procedure complaint is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could be determined. No procedure related harms could be determined. The complaint is likely anatomy related. No procedure related harms were identified. The clinical evaluation also shows reasonable evidence to suggest an additional endovascular procedure (coiling of the distal main body on an unknown date) that was not included in the originally reported event. There were preexisting coils in the distal main body that could have contributed to the reported type iiib endoleak; however, this could not be confirmed. The final patient status was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.